Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous mid right coronary artery that is moderately calcified and 90% stenosed. The 4.0x8 mm nc trek balloon was selected as the first choice balloon catheter and advanced to the lesion for pre-dilatation without any resistance; however, the balloon ruptured during the first inflation at 12 atmospheres. The balloon catheter was removed out of the anatomy and was pressurized and a pinhole like ruptured was observed. The lesion was further dilated with a new nc trek balloon catheter and a multi-link 8 was implanted successfully. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: runthrough hypercoat. Guide cath: 6f axess. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.